Event description:
It was reported that during a ptca procedure, the physician could not inflate the balloon. Upon removal it was noted that the shaft had broken. No pt injuries or complications occurred.